Event description:
Customer reportedly obtained result of 65mg/dl, 97mg/dl, 99mg/dl, and 102mg/dl within 10 minutes on the same device. Customer also reportedly obtained results of 248mg/dl and 128 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Customer reports that the vial cap was not tightly capped at all times. No quality controls were used. Requested return of suspect device and replacement was sent.